Event description:
It was reported that a user experienced intermittent signal loss from the dexcom g7 continuous glucose monitor to the ilet, after which glucose readings resumed without intervention, and the agent provided education on bluetooth connectivity and potential interruptions consistent with an intermittent communication failure involving the antenna component. Symptoms included no clinical signs or symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, with relevance to the electrical/magnetic subsystem and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.